Event description:
It has been reported to philips that a patient suffered hair loss after a long cerebral angiography procedure using an allura xper fd20 imaging system. Quality assurance testing was performed by a third party company and the results indicate that the radiation dose delivered by the system was within specifications. Due to a lack of information received to about the hair loss, the severity of the reported injury cannot be established. Philips has started an investigation of this complaint. A follow up report will be submitted if further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure after which the hair loss was reported was an embolization of a ruptured aneurysm. It was reported that the long procedure time was due to the procedure¿s complexity. No information was available regarding whether the patient¿s hair had grown back or whether medical intervention was provided to facilitate hair growth. Analysis of system log files and dose reports identified a long fluoroscopy time (around 72 minutes). The cumulative air kerma received by the patient during the neurovascular procedure was 6.69 gy. The system's instructions for use (IFU) indicate that the threshold for temporary hair loss is 3 gy. X-ray safety tests were performed by a philips field service engineer (fse). Quality control tests were also performed by an independent institution. The system was confirmed to be operating within specifications and no malfunction of the system was identified.